Event description:
It was reported that the patient presented for follow up with an alert for high out of range defibration impedance measurement. It was noted that the impedance trend had be high, possibly due to physiological changes around the implantable cardioverter defibrillator. No interventions were made. No patient symptoms were reported.